Event description:
Customer alleges discrepant troponin (tni) results with meter: patient 1, triage: 0.11, centaur: <0.01. Customer considers any result above 0.07 to be a (B)(6) result. Patient was admitted with a diagnosis of atrial fibrillation.

Manufacturer narrative:
Investigation pending.